Event description:
Reporter alleged obtaining the results of 179 mg/dl and 87 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On an unspecified date in (B)(6) 2009, the patient dropped the reported meter. Afterwards the meter would not power on; she was unable to obtain a blood glucose reading. During that time period, the patient continued to take her usual dose of the oral diabetes medication metformin. Two weeks later, the patient experienced the symptoms of hunger and shaking. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were correct, and the patient had correctly replaced the battery. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore this complaint is being reported.